Event description:
MFR called re: staff report of no minimal volume alarms during pt repositioning. Pt condition changed rapidly with a decrease in o2 sat and change in skin color. Staff assessed and provided emergency care and regained pre-vent status. As a precaution the above ventilator was removed from service and replaced for this pt. There were only three event alarms in the memory. All were 5331. None of the above events could be reproduced in the testing and eval of the ventilator. On subsequent days of care similar episodes occurred for this pt; believed to be either neurological or cardiac in origin. The above ventilator was placed back in service.